Manufacturer narrative:
The insulin pump was received with black display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm unexpected battery loss and motor error alarm due to blank display. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a blank display. The customer's blood glucose level was 582 mg/dl at the time of the incident and treated with a manual injection. The customer reported being woken up by the motor error and while trying to clear received the low battery alarm. The customer is unable to remove the battery cap and now has a blank display. The customer stated the drive support disk is normal slightly. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer cleared all the alarms, however while removing the battery cap the insulin pump cracked. The insulin pump will be returned for analysis.